Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive on bending section cover had foreign objects, distal end had residual liquid and inside of light guide lens had stain. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, it is likely that the foreign material remained at the bending section cover, and the distal end has residual liquid, due to insufficient reprocessing. The foreign material was unable to be identified. It is likely that the stain remained inside the lg (light guide)-lens since the glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like; subsequently, humidity invaded the lg-lens and caused corrosion. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in "tjf-q190v operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.